Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received blank display. The customers blood glucose level was 236 mg/dl. The troubleshooting was performed and the display did not returned. The customer stated that the contact on the battery cap was not damaged. The device will not be returned for the analysis.